Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:08 (coolant temp low) error message was not confirmed during the review of the event log or functional testing. The reported complaint was not reproduced during testing. During functional testing, the reported tcmid:08 error was not reproduced.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed tcmid:08 (coolant temp low) error message on power up during setup. Another system used to treat the patient. No impact to the patient.